Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ge6a, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Manufacturer representative reported the patient fell on their device and was going to get a revision. The pre-op x-ray showed that the lead had twisted on itself and the device had become mobile and was able to flip repeatedly. Pain at the pocket site was reported. The lead and pocket were revised, and the issue was reportedly resolved. No further complications reported/anticipated.